Event description:
The pt received two extensions with the same lot number. It was reported, the pt was experiencing a pinching sensation and a pulsing sensation in her mid-back area. The pt reported the pulsing occurred 4 times in the last 6 weeks. The pinching sensation had been felt when the pt turned to the side. Follow up identified the physician undertook surgical intervention on (B)(6) 2013 and found the extension had fluid in the header. The physician removed the fluid from the header and reconnected the devices. It was reported the sensations resolved, and the physician did not want to replace the extension. There was no product added or explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.